Event description:
It was reported that during a procedure to treat restenosis of the mid right coronary artery with moderate tortuosity, moderate calcification and 99% stenosis, a 1.2x6 rx mini trek dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at around 8 atmospheres due to the calcified lesion. The 1.2x6 rx mini trek dilatation catheter was withdrawn from the patient anatomy without resistance. A non-abbott dilatation catheter was used for pre-dilatation and a xience prime stent was implanted to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.